Manufacturer narrative:
(B)(4) - the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
A patient underwent a totally thoracoscopic approach cardiac ablation procedure. While dissecting with the mid1, an injury occurred at the left inferior pulmonary vein. The injury necessitated conversion to median sternotomy approach. The injury was repaired with bovine patch. There was no reported device malfunction, and the adverse event was the result of a procedural complication.